Manufacturer narrative:
Analysis was completed on 08/09/2016. As reported by a healthcare professional, during coil embolization during thoracic endovascular aortic repair (tevar), the presidio (pc4181447-30/c38179) became stuck in the prowler select plus (606-s255fx/17406128), and it was determined after the procedure that the prowler select plus bent, and 15cm of the microcatheter was torn off and flowed by bloodstream to the left superior cerebellar artery. The physician had engaged the complaint prowler select plus between the aortic arch and the implanted stent graft. Then he used the complaint presidio as anchor and tried to insert it into the prowler select plus, but he felt a resistance and the coil could not advance further. Although he tried several times, the resistance occurred again so it was replaced with another coil that could be advanced through the microcatheter. It was reported that the prowler select plus had kinked, but excessive torquing was not applied to the device. After the procedure, it was found that 15cm from the tip of the microcatheter was ¿torn off and flowed by bloodstream.¿ it was safely collected by a gooseneck snare. The procedure was completed without further issues or delay. There were no patient injuries or complications, and it was reported that the patient was ¿fine¿ and without symptoms. The patient was not symptomatic during the event. It was reported that the patient¿s vessels were moderately tortuous and mildly calcified. There had been no resistance between the prowler select plus and the guide catheter. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to or after the event, except as mentioned. No unintended detachment was observed in the vessel or in the microcatheter. No further information was available. A non-sterile prowler select plus150/5cm 45tip microcatheter was received cut in three pieces inside boxes inside of a plastic bag. The body was inspected and residues of dry blood were found. The microcatheter was received cut at 121cm from the proximal end of hub. Two sections of the microcatheter body were received separated of the rest body. A body section of 5 mm was received separated of the rest of the body. The other section was cut at 35cm from the distal end tip. There was a compressed section at 8 cm from the distal end tip. The body sections cut were inspected under vision system; the body surface and the braid wire presented evidence of elongation at the surroundings areas of the separation and cut conditions. The ID and od from the microcatheter were measured and were found within specification. The functional test could not be performed due to the condition of the product received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The catheter kink was confirmed as well as the catheter separation; however, due to the condition of the received catheter, it is not possible to determine the cause or the timing of the event. Based on the information provided, procedural factors may have contributed to the event. Additionally, inspections are in place that prevents these kinds of damages from leaving the facility. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore, no corrective actions will be taken at this time

Manufacturer narrative:
Information regarding patient age, weight and medical history could not be provided. (B)(4). The device was returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization during thoracic endovascular aortic repair (tevar), the presidio (pc418144730/c38179) became stuck in the prowler select plus (606s255fx/17406128), and it was determined after the procedure that the prowler select plus bent, and 15cm of the microcatheter was torn off and flowed by bloodstream to the left superior cerebellar artery. The physician had engaged the complaint prowler select plus between the aortic arch and the implanted stent graft. Then he used the complaint presidio as anchor and tried to insert it into the prowler select plus, but he felt a resistance and the coil could not advance further. Although he tried several times, the resistance occurred again so it was replaced with another coil that could be advanced through the microcatheter. It was reported that the prowler select plus had kinked, but excessive torqueing was not applied to the device. After the procedure, it was found that 15cm from the tip of the microcatheter was "torn off and flowed by bloodstream." It was safely collected by a gooseneck snare. The procedure was completed without further issues or delay. There were no patient injuries or complications, and it was reported that the patient was "fine" and without symptoms during the event. It was reported that the patient's vessels were moderately tortuous and mildly calcified. There had been no resistance between the prowler select plus and the guide catheter. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to or after the event, except as mentioned. No unintended detachment was observed in the vessel or in the microcatheter. No further information was available.